Event description:
It was reported that fluoroscopy revealed outer insulation damage leading to the conductor floating freely out of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.